Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stent implantation procedure on male, patient, in 2009. According to the complainant, approximately four months post stent implantation, the patient returned to the hospital with dysphagia. The physician performed a gastroscopy which revealed that some of the stent struts had broken and were protruding within the lumen of the esophagus. The following day the patient was re-stented using a wallflex stent. The patient's condition was reported as stable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stent implantation procedure on a (B) (6) year old male patient on (B) (6) 2009. (Weight is unknown). According to the complainant, approximately four months post stent implantation, the patient returned to the hospital with dysphagia. The physician performed a gastroscopy which revealed that some of the stent struts had broken and were protruding within the lumen of the esophagus. The following day, the patient was re-stented using a wallflex stent. The patient's condition was reported as stable.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Stent struts broken. The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.